Event description:
It was reported that the right ventricle (rv) lead "had trouble fixating". Patient experienced ventricular tachycardia (vt) during the case. The lead was not used and a new lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.